Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. After performing a couple of system checks, the occlusion appeared to be within the cartridge. The customer changed the supplies on the pump and resumed insulin delivery with no alerts or alarms.